Event description:
It was reported that stent dislodgement occured. The target lesion was located in a coronary artery. A 8.0-29 carotid wallstent was advanced for treatment. However, the stent dislodged prior to reaching the lesion. The physician let the stent return to the catheter and the device was completely removed from the patient's body without any intervention performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was returned with the stent fully deployed inside a hemostasis valve. This most probably occurred due to the stent being partially deployed when the device was being removed from the patient. No issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occured. The target lesion was located in a coronary artery. A 8.0-29 carotid wallstent was advanced for treatment. However, the stent dislodged prior to reaching the lesion. The physician let the stent return to the catheter and the device was completely removed from the patient's body without any intervention performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.